Event description:
The customer was manually priming pump and could not figure out why the insulin was coming out of the needle. The customer was connected to the pump and had given 80u of insulin. Advised the customer to drink juice while the paramedics arrived.